Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, and protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hesitancy, vaginal discharge, dysuria, and urgency.

Event description:
It was reported that following insertion the patient experienced hesitancy, discharge, dysuria, and urgency.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with a concurrent hysterectomy. Post implantation the patient experienced pain, dyspareunia, bleeding, vaginal scarring, extrusion, erosion, infection, recurrence and neuromuscular and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria